Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacture¿s final investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed as the scope was not microbiologically tested by olympus.

Event description:
No additional information received from customer.

Event description:
It was reported that, during reprocessing, the gastrovideoscope tested positive for greater than 25 colony forming units (cfus) of aerobic mesophilic flora during 4 separate tests. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.